Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The episodes revealed the noise back from three years ago. The noise has not led to any inappropriate therapy. Additionally, since implant it was noted impedance measurements have varied from 400-950 ohms. The patient is not dependent on rv therapy. Technical services provided possible causes and recommended to replace the device if they can't find anything that points conclusively to a lead issue. The patient was seen in the office and the noise could be reproduced. The physician suspects the lead is fractured. Surgical intervention was performed as the lead was surgically abandoned and replaced, and the ICD was electively explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The episodes revealed the noise back from three years ago. The noise has not led to any inappropriate therapy. Additionally, since implant it was noted impedance measurements have varied from 400-950 ohms. The patient is not dependent on rv therapy. Technical services provided possible causes and recommended to replace the device if they can't find anything that points conclusively to a lead issue. The patient was seen in the office and the noise could be reproduced. The physician suspects the lead is fractured. Surgical intervention was performed as the lead was surgically abandoned and replaced, and the ICD was electively explanted and replaced successfully. No additional adverse patient effects were reported.